Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery split in two. According to the rn it took 1 ½ hours to harvest the vein. Claim it might be possibility to dysfunction. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
I do not have any additional information at this time. I have requested more information. Update 1-20-2017. The cautery for the hemopro split in two. According to the rn it took 1 ½ hours to harvest the vein. Claim it might be possibility to dysfunction. No injury to the pt. Additional information: 1/19/17- I can tell you the jaws came apart, no pt injury. Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery split in two. According to the rn it took 1 ½ hours to harvest the vein. Claim it might be possibility to dysfunction. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Although getinge was not required to resubmit the follow-up mdrs, it was agreed upon with the FDA representative that this would be the easiest course to take to ensure full linkage with the resubmitted initial mdrs. Therefore, this record has been created in order to document the resubmission of the follow-up MDR record. Internal complaint number: tw #(B)(4). Autonumber: # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the handle of the harvesting tool. Char and tissue were observed on the jaws. A visual inspection determined that the silicone was peeled at the tip of the hot jaw, but remained attached at the base. The hot wire was observed to be detached at the tip, but remained attached at the base. Based on the returned condition of the device both the reported failure ¿bent wire" and analyzed failure "peeled jaw" was confirmed. Specific actions for the reported and the analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system.